Event description:
I contacted the consumer product safety commission. They emailed me back telling me to report the issue to the FDA. I bought a vevor brand shower chair from shein and used it for less than 30 days. The screws holding the chair together, already started rusting in this short time. Another issue with the chair is that the backrest has a hole that collects water and you can't get it out so it's going to grow mold and bacteria.